Manufacturer narrative:
Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information; however, this adverse event was likely exacerbated by the progression of the patient's underlying valvular disease pathology with or without svd and/or n-svd. The root cause has been determined to be due to procedural-related factors related to the initial valve implant procedure. The subject device is not available to be returned for evaluation as it was discarded at the site. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report (B)(4). Edwards received notification that this valve model 7300tfx25 was explanted after an unknown implant duration due to patient prosthesis mismatch. A non-edwards valve was implanted in replacement. The patient was noted as to be recovering. The explanted device was discarded at the site. No other information was provided at the time of the reported event.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted after an implant duration of 2 years and 4 months due to patient prosthesis mismatch. As reported, the progression of the status of the patient since the valve was implanted was stable. A non-edwards valve was implanted in replacement. The patient was noted as to be recovering.